Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient on (B)(6) 2020. The patient reported having discomfort at the implantable neurostimulator (ins) site. The patient was instructed to turn their device off to see if the discomfort was still present. They confirmed that the discomfort was still preset with the device both on and off. The patient was instructed to try padding their chair with a pillow or rolled towel to take pressure off of the area. They added that the patient reports no fever. The patient was redirected to follow-up with their healthcare provider. The patient reported via a manufacturer representative on (B)(6) 2020 that the implantable neurostimulator moved close to the spine causing pain so it was replaced on (B)(6) 2020. The issue was resolved at the time of the report.